Manufacturer narrative:
During analysis, a failure event was observed. Final analysis found no communication could be established with the device. The cause of the loss of communication was found to be due to low battery voltage drops during interrogation attempts. No sources of high current were found in the hybrid. The cause of the anomaly is believed to be due to a battery anomaly.

Event description:
This report is to advise of an event observed during analysis.